Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac.t diff analyzer probe was leaking isoton. Customer reported that leak occurred when running their 4c plus control as part of their reproducibility. Customer reported that the isoton leaked into the control vial and caused the control to overflow. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the peristaltic pump tubing, diluent filters, valve lv8 and the probe wipe. The fse ran multiple startups and reproducibility with no further observance of probe leaks. The fse verified the repair and validated the system.

Manufacturer narrative:
Results: probe wipe.(B)(4).